Event description:
Rec'd info from user facility that the "handpiece became hot, had a power surge, melted an instrument pad, and burned the pt". The handpiece was placed on top of a magnetic pad and deape, which was over the pt's body. The degree of the burn and location are unknown. This occurred during surgery. The type of procedure is unknown.